Event description:
It was reported that the bottle crack during orthopedic total joint case and a piece of plastic came off in the wound of the patient and was difficult to retrieve. No patient injury or impact has been reported as a result of reported event.

Manufacturer narrative:
It was reported that the bottle crack during orthopedic total joint case and a piece of plastic came off in the wound of the patient and was difficult to retrieve. No patient injury or impact has been reported as a result of reported event section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyse root cause. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, b5, g2, g3, g6, h2, h6, h10, h11 corrected field: d4 (UDI) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
It was reported that the bottle crack during case and a piece of plastic came off in the wound of the patient and was difficult to retrieve. No patient injury or impact has been reported as a result of reported event section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bottle crack during case and a piece of plastic came off in the wound of the patient and was difficult to retrieve. No patient injury or impact has been reported as a result of reported event